Event description:
As reported, during a laparoscopic incisional hernia repair procedure when the surgeon was placing the ventralight st mesh w/ echo ps, the inflation tube broke within an inch of the mesh. It was reported that the surgeon grabbed the little bit of tube that was left and placed a hemostat on it. However, the surgeon was unable to inflate the balloon due to the insufficient length of the tube. There was no patient harm or injury.

Manufacturer narrative:
As reported, the ventralight st mesh w/ echo ps inflation tube broke during placement. The sample evaluation finds the inflation tube to have broken just above the balloon/mesh as alleged. Review shows deformation indicating there was contact with instruments in use (grasper, suture passer) around the break. It cannot be determined if the tube deformation occurred prior or after the tube breaking as the user stated it was grasped after the break occurred. Examination found no manufacturing anomalies. It is unknown if the user experienced any resistance while pulling the device through the defect, which may have resulted in the need to apply additional force. Based on the information provided and sample evaluation a definitive conclusion cannot be made. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 95 units released for distribution in august 2022. The instructions-for-use provided with the device states, "once the ventralight st mesh with echo ps is inserted into the abdomen, use a grasper to locate the blue retrieval loop on the inflation tube, ensuring that the blue inflation tube is not wrapped around the mesh and is clearly visible. Pass a suture passer device through healthy skin at the center of the hernia defect (avoid going directly through the umbilicus). Grasp the blue retrieval loop and pull the retrieval loop and inflation tube out of the abdominal cavity". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.